Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73f1700309 was manufactured on 06/19/2017 a total of (B)(4) pieces. Lot was released on 06/23/2017. DHR investigation did not show issues related to complaint. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required.per DHR the product visistat 35r 6/box lot # 73f1700309 was manufactured on 06/19/2017 a total of (B)(4) pieces. Lot was released on 06/23/2017. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
Reported issue: the staples are sticking after the handle is pulled back and the staples jammed. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the staples are sticking after the handle is pulled back and the staples jammed. There was no patient injury.